Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of the perforation: tube") in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression, premature delivery and goiter. Previously administered products included for an unreported indication: contraceptive nos from 2009 to 2011 and depo provera. Concurrent conditions included anesthesia, stomach pain, back pain, joint pain, leg pain, inguinal lymphadenitis, rectal fissure, breast pain, cyst breast, dysmenorrhea, menorrhagia, contact dermatitis, degenerative disc disease, hyperthyroidism and overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), depression ("became depressed"), peripheral swelling ("legs swelling"), mood swings ("mood swings"), night sweats ("night sweats"), headache ("headaches"), dry mouth ("dry mouth"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods") and menstruation irregular ("irregular bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("bleeding painful sex") and thyroid disorder ("thyroid off balance"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain, approx. 40 ibs") and experienced abdominal distension ("stomach bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, 2 years after insertion of essure. On an unknown date, the patient experienced muscle spasms ("cramps in body"), coital bleeding ("bleeding painful sex"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with hypericum perforatum (st. John's wort), and surgery (hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, depression, peripheral swelling, muscle spasms, coital bleeding, dyspareunia, mood swings, abdominal distension, thyroid disorder, night sweats, headache and dry mouth had resolved and the abdominal pain lower, dysmenorrhoea, abdominal pain upper, back pain, arthralgia, pain in extremity and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, coital bleeding, depression, dry mouth, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menstruation irregular, mood swings, muscle spasms, night sweats, pain in extremity, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure. The reporter commented: - operative note: the essure device was introduced and placed without difficulty. On the left, there, was one coil that was remaining and the right, there were 3 coils. -because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Current weight: 189lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - in (B)(6) 2015: results: normal findings. Ultrasound thyroid - on (B)(6) 2015: results: two tiny nodules. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal discomfort, allergies, dysmenorrhea, dyspareunia, irregular vaginal bleeding, weight gain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of the perforation: tube") in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: contraceptive nos from 2009 to 2011 and depo provera. Concurrent conditions included anesthesia, stomach pain, back pain, joint pain, leg pain, inguinal lymphadenitis, rectal fissure, breast pain, cyst breast, dysmenorrhea, menorrhagia, contact dermatitis, degenerative disc disease, hyperthyroidism and overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 2 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), weight increased ("weight gain, approx. 40 ibs"), depression ("became depressed"), peripheral swelling ("legs swelling"), muscle spasms ("cramps in body"), coital bleeding ("bleeding painful sex"), dyspareunia ("bleeding painful sex"), mood swings ("mood swings"), abdominal distension ("stomach bloating"), thyroid disorder ("thyroid off balance"), night sweats ("night sweats"), headache ("headaches"), dry mouth ("dry mouth"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("joint pain"), pain in extremity ("leg pain") and menstruation irregular ("irregular bleeding"). The patient was treated with hypericum perforatum (st. John's wort), ibuprofen (motrin) and surgery (hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, depression, peripheral swelling, muscle spasms, coital bleeding, dyspareunia, mood swings, abdominal distension, thyroid disorder, night sweats, headache and dry mouth had resolved and the abdominal pain lower, dysmenorrhoea, abdominal pain upper, back pain, arthralgia, pain in extremity and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, coital bleeding, depression, dry mouth, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menstruation irregular, mood swings, muscle spasms, night sweats, pain in extremity, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure. The reporter commented: - operative note: the essure device was introduced and placed without difficulty. On the left, there, was one coil that was remaining and the right, there were 3 coils. -because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - in (B)(6) 2015: normal findings ultrasound thyroid - on (B)(6) 2015: two tiny nodules current weight: 189lbs. (B)(6) 2013 - plan- thyroid scan - management of thyroid disease (diagnosed as hyperthyroidism with goiter). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal discomfort, allergies, dysmenorrhea, dyspareunia, irregular vaginal bleeding, weight gain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received. Plaintiff demography added. Events added: cramping/painful periods, irregular bleeding, stomach pain, back pain, joint pain, leg pain. Concomitant condition, historical drug and treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of the perforation: tube") in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included anesthesia, stomach pain, back pain, joint pain, leg pain, inguinal lymphadenitis, rectal fissure, breast pain, cyst breast, dysmenorrhea, menorrhagia, contact dermatitis, degenerative disc disease and hyperthyroidism. Concomitant products included ibuprofen (motrin) for stomach pain and back pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 2 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), weight increased ("weight gain, approx. 40 ibs"), depression ("became depressed"), peripheral swelling ("legs swelling"), muscle spasms ("cramps in body"), coital bleeding ("bleeding painful sex"), dyspareunia ("bleeding painful sex"), mood swings ("mood swings"), abdominal distension ("stomach bloating"), thyroid disorder ("thyroid off balance"), night sweats ("night sweats"), headache ("headaches") and dry mouth ("dry mouth"). The patient was treated with hypericum perforatum (st. John's wort) and surgery (hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, depression, peripheral swelling, muscle spasms, coital bleeding, dyspareunia, mood swings, abdominal distension, thyroid disorder, night sweats, headache and dry mouth had resolved. The reporter considered abdominal distension, coital bleeding, depression, dry mouth, dyspareunia, fallopian tube perforation, headache, mood swings, muscle spasms, night sweats, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure. The reporter commented: - operative note: the essure device was introduced and placed without difficulty. On the left, there, was one coil that was remaining and the right, there were 3 coils. -because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Ultrasound scan - in may 2015: normal findings ultrasound thyroid - on (B)(6) 2015: two tiny nodules current weight: 189lbs. (B)(6) 2013 - plan- thyroid scan - management of thyroid disease (diagnosed as hyperthyroidism with goiter) ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal discomfort, allergies, dysmenorrhea, dyspareunia, irregular vaginal bleeding, weight gain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the location of the perforation: tube, edge of the essure device could be seen tenting the edges of the left fallopian tube'), device breakage ('small fragments of the essure could be seen right below the area of dissection') and embedded device ('deep embedding of the essure device') in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression, premature delivery and goiter. Previously administered products included for an unreported indication: contraceptive nos from 2009 to 2011 and depo provera. Concurrent conditions included anesthesia, stomach pain, back pain, joint pain, leg pain, inguinal lymphadenitis, rectal fissure, breast pain, cyst breast, dysmenorrhea, menorrhagia, contact dermatitis, degenerative disc disease, hyperthyroidism and overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), depression ("became depressed"), peripheral swelling ("legs swelling"), mood swings ("mood swings"), night sweats ("night sweats"), headache ("headaches"), dry mouth ("dry mouth"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods") and menstruation irregular ("irregular bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("bleeding painful sex") and thyroid disorder ("thyroid off balance"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain, approx. 40 ibs") and experienced abdominal distension ("stomach bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, 2 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), muscle spasms ("cramps in body"), coital bleeding ("bleeding painful sex"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with hypericum perforatum (st. John's wort), and surgery (hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal and hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, depression, peripheral swelling, muscle spasms, coital bleeding, dyspareunia, mood swings, abdominal distension, thyroid disorder, night sweats, headache and dry mouth had resolved, the device breakage and embedded device outcome was unknown and the abdominal pain lower, dysmenorrhoea, abdominal pain upper, back pain, arthralgia, pain in extremity and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, coital bleeding, depression, device breakage, dry mouth, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menstruation irregular, mood swings, muscle spasms, night sweats, pain in extremity, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure. The reporter commented: - operative note: the essure device was introduced and placed without difficulty. On the left, there, was one coil that was remaining and the right, there were 3 coils. Because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Current weight: 189lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - in (B)(6) 2015: results: normal findings. Ultrasound thyroid - on (B)(6) 2015: results: two tiny nodules. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal discomfort, allergies, dysmenorrhea, dyspareunia, irregular vaginal bleeding, weight gain, depression, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2021: mr received. Reporter information, event: small fragments of the essure, deep embedding of the essure device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the location of the perforation: tube, edge of the essure device could be seen tenting the edges of the left fallopian tube'), device breakage ('small fragments of the essure could be seen right below the area of dissection') and embedded device ('deep embedding of the "essure" device') in a 38-year-old female patient who had essure (batch no. B27983) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression, premature delivery and goiter. Previously administered products included for an unreported indication: contraceptive nos from 2009 to 2011 and depo provera. Concurrent conditions included anesthesia, stomach pain, back pain, joint pain, leg pain, inguinal lymphadenitis, rectal fissure, breast pain, cyst breast, dysmenorrhea, menorrhagia, contact dermatitis, degenerative disc disease, hyperthyroidism and overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), depression ("became depressed"), peripheral swelling ("legs swelling"), mood swings ("mood swings"), night sweats ("night sweats"), headache ("headaches"), dry mouth ("dry mouth"), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods") and menstruation irregular ("irregular bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("bleeding painful sex") and thyroid disorder ("thyroid off balance"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain, approx. 40 ibs") and experienced abdominal distension ("stomach bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, 2 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), muscle spasms ("cramps in body"), coital bleeding ("bleeding painful sex"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with hypericum perforatum (st. John's wort), and surgery (hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal and "hysteroscopy", and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, depression, peripheral swelling, muscle spasms, coital bleeding, dyspareunia, mood swings, abdominal distension, thyroid disorder, night sweats, headache and dry mouth had resolved, the device breakage and embedded device outcome was unknown and the abdominal pain lower, dysmenorrhoea, abdominal pain upper, back pain, arthralgia, pain in extremity and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, coital bleeding, depression, device breakage, dry mouth, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menstruation irregular, mood swings, muscle spasms, night sweats, pain in extremity, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: - operative note: the essure device was introduced and placed without difficulty. On the left, there, was one coil that was remaining and the right, there were 3 coils. Because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Current weight: 189lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan - in (B)(6) 2015: results: normal findings. Ultrasound thyroid - on (B)(6) 2015: results: two tiny nodules. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, abdominal discomfort, allergies, dysmenorrhea, dyspareunia, irregular vaginal bleeding, weight gain, depression, device breakage, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of the perforation: tube") in a (B)(6) year-old female patient who had essure (batch no. B27983) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included anesthesia, stomach pain, back pain, joint pain, leg pain, inguinal lymphadenitis, rectal fissure, breast pain, cyst breast, dysmenorrhea, menorrhagia, contact dermatitis and degenerative disc disease. Concomitant products included ibuprofen (motrin) for stomach pain and back pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 2 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), weight increased ("weight gain, approx. 40 ibs"), depression ("became depressed"), peripheral swelling ("legs swelling"), muscle spasms ("cramps in body"), coital bleeding ("bleeding painful sex"), dyspareunia ("bleeding painful sex"), mood swings ("mood swings"), abdominal distension ("stomach bloating"), thyroid disorder ("thyroid off balance"), night sweats ("night sweats"), headache ("headaches") and dry mouth ("dry mouth"). The patient was treated with hypericum perforatum (st. John's wort) and surgery (hysteroscopy, and laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2015). At the time of the report, the fallopian tube perforation, pelvic pain, weight increased, depression, peripheral swelling, muscle spasms, coital bleeding, dyspareunia, mood swings, abdominal distension, thyroid disorder, night sweats, headache and dry mouth had resolved. The reporter considered abdominal distension, coital bleeding, depression, dry mouth, fallopian tube perforation, headache, mood swings, muscle spasms, night sweats, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: - operative note: the essure device was introduced and placed without difficulty. On the left, there, was one coil that was remaining and the right, there were 3 coils. -because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Current weight: (B)(6). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 1-mar-2018: this case is incident. The reporter information was updated. This case concerns (B)(6) year old patient. Her demographic details were updated. Her historical condition and concurrent condition were added. Essure indication was added. Essure insertion date was added. Concomitant and treatment medication was added. Events: removal of the essure device and complaining of symptoms were updated with specific events: the location of the perforation: tube, pelvic pain, weight gain, approx. 40 ibs, became depressed, legs swelling, cramps in body, bleeding painful sex, mood swings, stomach bloating, thyroid off balance, night sweats, headaches and dry mouth. Patient had recovered for aforementioned events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of the essure device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced adverse event ("complaining of symptoms"). On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cornual resection with removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: because plaintiff's symptoms continue to persist (unspecified), plaintiff's doctor recommended removal of the essure devices. Following plaintiff's surgery to remove the essure devices, all of plaintiff's symptoms had resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.